Event description:
The cannula of a lateral lifesite system port detached from the valve stem and migrated into the pts right ventricle. It was retrieved by an interventional radiologist. The pt has had a standard dialysis catheter placed for the lateral port. The pt is still using the lifesite medial port for dialysis system draw.